Event description:
In 2008, the patient reported that there was an air bubble in his insulin cartridge. He was able to prime the air bubble from the system. He stated that he does allow insulin to reach room temperature prior to use. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.